Manufacturer narrative:
Concomitant product: 5076-52 lead. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the patient presented to the facility due to a lead integrity alert (lia) heard from the cardiac resynchronization therapy defibrillator (crt-d) and a device interrogation was unable to produce any abnormal behavior, along with normal lead measurements observed. The previous episodes were reviewed, which showed non-physiological episodes on the right atrial (ra) lead and right ventricular (rv) lead electrogram (egm), resulting in oversensing. It was noted there were three separate days at similar times of the day that the episodes were observed. The device was reprogrammed to rv tip - rv ring sense polarity from rv tip - rv coil and the patient will continue to be monitored via a remote monitoring system. The ra lead, rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.